Manufacturer narrative:
This event was determined to be supplemental information to the previously reported event under MFR #2916596-2025-01120. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2025 for a schedule procedure of debridement.